Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 08-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown dose and concentration of baclofen via an implantable infusion pump for spasticity. It was reported that an infection occurred. The cause was unknown, and an explant had been planned for (B)(6) 2019. The issue was not resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.